Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt had a significant and sudden shift in his refractive error approx three months after prk enhancement surgery. The pt had lasik 13 years ago, then had an enhancement over the flap one year ago. The vision remained very good for three months, then the pt noted blurring in the distance. Examination revealed that the refractive error had changed. Glasses were prescribed, and the pt was asked to return in one year. No further surgery is planned at this time. The reporter could not draw a conclusion regarding whether the event was related to the laser or other factor(s).